Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds post-implant procedure. The physician decided to explant and replace the lead. The replacement lead was attempted but not used due to placement difficulty. The second lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.